Manufacturer narrative:
Internal complaint reference #: (B)(4).

Event description:
It was reported that, after surgery, the patient experienced an infection. Revision surgery was performed on the (B)(6) 2022 to thread this adverse event. An unknown legion femoral component was removed and replaced with cement spaces as a first stage revision. The patient current health status is unknown.

Event description:
It was reported that, after surgery, the patient experienced an infection. Revision surgery was performed on the (B)(6) 2022 to thread this adverse event. An unknown legion femoral component was removed and replaced with cement spaces as a first stage revision. The patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference #: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a first stage revision surgery was performed due to infection. Reportedly, the surgeon removed all components and replaced with a cement spacer. It was communicated that the requested documentation was not available. Reportedly the root cause of the reported event was infection; however, the events contributing to the infection remain unknown. Although a 2nd-stage revision would be anticipated, the current patient status is unknown and the patient impact beyond the reported infection and first-stage revision could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.